Event description:
It was reported that during a gastrectomy procedure, when the surgeon fired the instrument, she had heard an audible click, the knife had cut but staples had not formed at all. The tissue donuts were good. The surgeon then sutured the anastomosis to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.